Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver displayed an 'hw12c'. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed, and failed due to the receiver having no power. The receiver data log was not downloaded for review because unit did not power on after charging. The receiver case was opened for an internal visual inspection and it failed due to moisture damage. The allegation of an error icon display was not found. A probable cause could not be determined.